Event description:
It was reported to philips that the device displayed an error.

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which it was confirmed that the device was a flyip device and not a philips device.